Event description:
I had essure done (B)(6) 2012. When the doctors office called for my post procedure check I told them I could feel the coils but asked if it was all in my head. Then by (B)(6) 2013, I was certain that almost every day burning in the area is my fallopian tubes could not be normal. My left tube feels like there are adhesions pulling at it, my right tube feels like it stabs me every now and then. The right tube actually feels like a needle pokes me. I had normal period cramping on occasion before essure. The cramping now at times I've almost gone to the emergency room because of the intense pain I've always had allergies. I asked the dr if that mattered and he said it would not. My body seems to be beginning hyper sensitive and I'm breaking out in hives all the time. My dr said it sounds like I need to have the coils removed. I've not had them removed yet, I'm still paying off the (B)(4) test to show I was fully sterile.